Event description:
It was reported that during a lap roux-en-y procedure, the surgeon fired the first firing over the jejunum and when the surgeon observed the staples, he noticed a malformed staple on the right side of the cartridge on the outside row on the second stroke. There was some bleeding but not measurable. The surgeon used a new like device and made a new cut and finished the procedure. There was no pt consequence reported.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.